Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic tatme, transanal total mesorectal excision. When creating the final anastomosis, the surgeon was not sure there was an audible click when connecting the stapler to the stapler head. The firing felt very light; there was not as much squeezing force as usual. After one full turn to open the device, the stapler head was not attached to the stapler like it should have been. The staple line was incomplete. There was poor staple formation because the staples were unformed. The donut was not complete. To correct the issue, the incomplete staple line was resected. A new purstring suture was used and the stapler was firmly attached to the stapler head. The device was fired and the donut formed completely, creating a perfect anastomosis. No patient injury or extension in surgical time. Patient status is alive, no injury.